Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined unit had no power. Power inlet module/fuse were burnt/melted. Power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery that the unit unit has no power. After evaluation it was determined that the power inlet module and fuse were burnt/melted. There was no harm or injury to the patient as there was no patient involvement. Due diligence complete. No additional information is available. No adverse event reported.